Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient stated he had symptoms of nausea and vomiting for 3 days and now felt better, but reported his urine was brown. The patient was sent for blood work which revealed a lactate dehydrogenase (ldh) level of 1701 u/l, inr of 3, hematuria and increased bilirubin. The patient was advised admission. It was noted that the patient had a previous admission for similar symptoms with work up on (B)(6) 2015. At that time, the patient had an ldh of 1249 u/l, ua was normal and no congestive heart failure. The patient was treated with heparin until inr was higher. A decision was made to exchange the pump and repair/replace the av. It was reported that the vad coordinator thought there was ingrowth over the inflow cannula. The patient underwent a vad exchange on (B)(6) 2015. Prior to the vad exchange, the patient¿s coumadin was stopped in preparation for possible surgery, but the patient was on heparin until the time of surgery. Additional information received on 07/12/2015 indicated that the patient had an ischemic stroke on (B)(6) 2015, however, there was no mention of any device issues after the pump exchange was completed.

Manufacturer narrative:
Approximate age of device: 6 years and 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Device evaluation: the evaluation of vad-(B)(4) revealed the presence of deposition; however, the observed depositions could not be conclusively correlated to the reported event. In addition, the evaluation did not confirm the reported ingrowth over the inflow cannula and no images were provided to confirm a potential misalignment of the inflow conduit. Moreover, a correlation between the evaluation findings of the returned pump and the reported post-op ischemic stroke could not be conclusively determined. Vad-(B)(4) was returned already disassembled. The inlet and outlet housing of the pump were returned sealed together. The percutaneous lead was severed approximately 1.5 inches from the pump housing and the remainder of the lead was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump's inlet port. The outlet elbow was returned detached from the pump's outlet port. The outflow graft was cut approximately 1 inch above the graft attachment and was returned attached to the outlet elbow. The screws from the pump housing, rotor body (with the inlet bearing ball and outlet bearing cup removed from the bores), and the inlet stator were returned outside of the pump housing. The outflow graft bend relief was not returned. A thin white deposition was found on a portion of the lumen of the inlet tube. Additionally, small patches of white deposition mixed with blood were observed on various areas of the lumen of both the inlet elbow and outlet elbow. A specific cause for the development of the depositions could not be conclusively determined. The observed depositions were strongly adhered to the blood contacting surface and their structure suggests that they developed in the locations in which they were found; however, a duration of time for which they were present in the pump could not be determined. Because it could not be conclusively determined whether the depositions were present while the pump was operating, a correlation between the reported hemolysis and the observed depositions could not be conclusively determined through this evaluation. In addition, examination of the inflow graft material revealed a kink in one side of the graft wall. However, there was no evidence of adhered depositions or tissue growth on the interior of the graft material to indicate an obstruction of blood flow, suggesting that this distortion was most likely not present while the pump was operating and would not have contributed to the reported event. Visual examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The pump was returned already disassembled with the inlet stator removed; therefore, the pump could not undergo functional testing. The instructions for use lists device thrombosis, hemolysis, and stroke as potential complications that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.